Event description:
During a laparoscopic bypass procedure, the device was being used to transect the stomach following the creation of the new gastric pouch. The staple line failed on the redundant side of the stomach. The case was completed by an open procedure.